Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first device fired two clips properly; however, the third clip was being fired proximally on the cystic duct when the clip would not release and the device became stuck on tissue. This device was cut from the tissue using laparoscopic scissors. The second device was fired on the first firing when the clip would not deploy and the device became stuck on tissue. The second device had to be cut from tissue using laparoscopic scissors. There was no blood loss. A competitor's device was used to complete the procedure. No adverse consequences reported. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Malformed clip. Device b batch # g9jj2w; mfg date: 3/01/2010; exp date: 02/01/2015. Malformed clip, double feed the analysis results found that device (a) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, the remaining clips were conforming; however, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. A batch record review was performed and no anomalies were found during the manufacturing process. The analysis results found that device (b) was received with one unformed clip in the jaws. In an attempt to replicate the event reported, the device was tested for functionality. It was fired and due a double feed incident pear shaped clips were fed. The remaining clips were conforming according to our manufacturing specifications. Finally, the device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it did not show up completely. No incident related to the reported event was observed during the batch record review.